Event description:
It was reported that a trained physician attempted arteriotomy closure with the perclose device after an intervention procedure. The procedure was done and no abnormality was confirmed; however, the posterior foot was broken. Closure was achieved with compression. There was no adverse event. No additional info is available.

Manufacturer narrative:
The returned device yielded the following observations. The posterior portion of the foot was broken off. There was no malfunction detected on the returned device that could have contributed to the reported complaint. We were not able to establish a root cause based on the investigation findings. A review of the device history record for this lot did not produce any findings relevant to this investigation.